Event description:
It was reported that during surgery on (B)(6) 2024, the device was damaged and the cutter is blunt. There was no patient impact or delay. During product evaluation, it was discovered that the comb was damaged. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the comb was damaged. The comb and comb spring were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: new zealand.